Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/prn slm npvc leakage with power injector. On (B)(6) 2024, the patient was connected to an indwelling needle with an enhanced high-pressure syringe pump. During use, the heparin cap of the indwelling needle ruptured, causing the patient's blood to flow out. The patient was immediately deactivated, and another indwelling needle was replaced and punctured again.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3353638. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.

Event description:
No additional information.